Event description:
A malfunction was reported, but no notable events occurred prior to the issue. The customer confirmed that their blood glucose level did not exceed 500 mg/dl. Technical support provided pump reset information and assisted the customer in resetting the pump, after which the malfunction code did not recur. The customer was instructed to continue using the pump and to call back if the issue recurred.